Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, delflex 4.25 % solution and the adverse events of peritonitis, characterized by abdominal pain, which warranted antibiotic therapy. The pdrn reported the patient retracted his allegation regarding discolored delflex solution causing the events. Therefore, the etiology of the events remains unknown and causality cannot be established. However, the pdrn reported the events were unrelated to the utilization of any fresenius product(s) and/or device(s). In up to 20% of peritonitis cases no offending organism is identified. Based on the information available, the liberty select cycler, liberty cycler set and delflex 4.25% solution can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the serious adverse events experienced by the patient. Esrd patients undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that they used yellow 4.25% delflex solution and developed peritonitis. Upon follow-up with the patient¿s primary peritoneal dialysis registered nurse (pdrn) revealed the patient presented to the emergency room (ER) on (B)(6) 2020 with abdominal pain and was admitted for suspected peritonitis. A peritoneal effluent fluid culture and cell count (elevated, results not provided) were obtained, and the patient was started on intraperitoneal (ip) vancomycin and ceftazidime (dosage, frequency, duration not provided). The patient continued to undergo ccpd therapy while hospitalized without issue. The preliminary culture result (72 hours) was negative for growth, and the patient was discharged on (B)(6) 2020 with orders to continue the ip antibiotics for an additional 10 days. The pdrn confirmed the patient retracted their statement regarding the utilization of discolored solution, therefore causality remains undetermined. Follow-up peritoneal effluent fluid cultures continued to be negative for growth, and the cell count results were within normal limits. Per the pdrn, the events were unrelated to pd therapy or the use of any fresenius product(s) and/or device(s). Following discharge, the patient continues to undergo ccpd at home utilizing the same liberty select cycler as before the events.